Event description:
An adc customer reported that he had not yet received his replacement test strips that were ordered on 04oct2010. Customer stated as a result of not having test strips "a couple of weeks ago" he experienced a seizure, was "dizzy and very weak" and "passed out" subsequently losing consciousness. Paramedics were called and customer was treated on scene with glucose intravenously. Customer was then transported to a health care facility, diagnosed with hypoglycemia and reportedly treated with additional intravenous fluids. No additional treatment was reported. There was no report of death or permanent impairment associated with this complaint.

Manufacturer narrative:
As this event involved a delivery delay, no product has been requested and no investigation will be performed. This is a final report.